Event description:
The patient received stimulation in the leg and in the arm. The arm stimulation had become intermittent; the leg stimulation was still good. There was no known accident or incident related to the event. The patient was at home. His status was "good". Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).